Event description:
A customer reported during a procedure, that laser output was low. The procedure was delayed. No patient harm or injury was reported. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the company representative examined the system and confirmed that the laser was not working with a 25 gage probe and was unable to adjust in the field. The laser module was replaced. The system was then tested and met all product specifications. The laser module is expected to return for in-house evaluation. Root cause: a root cause has not been identified. The root cause will be reassessed upon completing the investigation. (B)(4).